Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of cytarabine 1000 ml at a rate of 41.7 ml/hr (dose unknown) in the inpatient unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation flow rate and functionality testing. The device was determined to meet all product specifications related to the reported event. The system error under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.